Event description:
A male pt received a zenith main body graft and two zenith iliac legs in 2008. In 2010, pt received another MFR's (endologic's) cuff in the left iliac. On (B)(6) 2011, the pt met with a new physician and received an add'l zenith iliac leg graft placed in the right common iliac to extend the seal zone more distally toward the hypogastric artery. The site was ballooned with a coda. Angiogram confirmed repair of the type ib endoleak in the right common iliac. No endoleak remaining, procedure ended. Pt is doing well. No images are available to assist in this investigation. Since receiving the zenith aaa endograft in 2008, the pt has received two add'l procedures.

Manufacturer narrative:
Lot number was not provided by the reporter. Catalog number was not provided by the reporter. Expiration date is unk as lot is unk. Add'l procedure is not specifically addressed in the IFU. Endoleaks are addressed in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure, in regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Initial repair performed in 2008. An add'l iliac leg was implanted (B)(6) 2011 to repair a type ib endoleak. Cause of the endoleak is unk. No imaging or anatomical determinants were returned to assist in the investigation. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera).